Event description:
It was reported that pump had damage to charging port and had issues with charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no additional information was received regarding actions taken or outcome of event.